Event description:
It was reported that this patient was sick and had been falling down with the cause being undetermined. The patient was contacted by the clinic because this pacemaker was found to be in safety mode. This pacemaker was explanted and replaced with a new one. After the procedure, the patient complained about pain around the implant, that the procedure and new device caused discomfort. It was noted that this patient was in hospice care. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.